Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge failed and it reports power failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power switch had not been turned on. A field service engineer (fse) turned the switch on, and the refrigerator powered up. The power failure was checked, and the fan motor was waited on until it kicked in. The refrigerator was then shut down, the medstation was powered down, the refrigerator was powered up again, and the battery was turned on. Once booted, the medstation was turned on. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: (B)(6) hospital.